Event description:
Since 1982 one yr following insertion of silicone gel-filled implants (breast) rptr has experienced numerous medical problems, rashes, fever, sweats, joint aches, swelling, chronic fatigue, chest burning , hardness, contractures, eye irritation, dryness, flu-like symptoms frequently, coordination problems, and ringing ears.